Manufacturer narrative:
Product analysis :macroscopic examination confirms probe bent, with probe tip breakage approx. ~10 mm from the probe tip end. The broken off portion of the tip is missing and not returned for analysis. Optical examination reveals a fairly tortuous fracture surface, consistent with bend stress overload. The above observations are consistent with bend stress overload.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: trauma procedure: arthrodesis/osteosynthesis it was reported that intra-op, during the verification of the pedicular sight, the tip of the instrument broke in the patient's vertebral body. Fragments of the product remained inside the patient. No patient complications were reported.